Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was not in the pocket and pt was "kneed yesterday while swimming." It was further reported that pt was taken to the hosp and the pt's former physician could not be reached. The ins was reported out of the pocket prior to the swimming incident on (B)(6) 2010.